Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes having ¿loose lids¿ or appearing to have little/no vacuum in them. The following information was provided by the initial reporter. The customer stated: it was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes having ¿loose lids¿ or appearing to have little/no vacuum in them. It sounds like other hospitals are also experiencing this as we have reports of some tubes where the caps came off and the specimen leaked in transport. We have not had to recall any patients yet, but this could be an issue that requires that.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: mat: 367960, lot: 2080688. No customer samples or photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were functionally tested and the reported issues of loose cap and underfill were not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes having ¿loose lids¿ or appearing to have little/no vacuum in them. The following information was provided by the initial reporter. The customer stated: it was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes having ¿loose lids¿ or appearing to have little/no vacuum in them. It sounds like other hospitals are also experiencing this as we have reports of some tubes where the caps came off and the specimen leaked in transport. We have not had to recall any patients yet, but this could be an issue that requires that.